Event description:
It was reported that the patient experienced seizures for 4 months prior to the report. The patient had never had them before the implant. The patient loses control of her arms and legs, but she did not pass out. The patient's physician did not know if the seizures were related to the implant. The patient planned to have a magnetic resonance imaging scan (MRI) done. Additional information was requested.

Manufacturer narrative:
Lead: model 399930, lot# v002217, implanted: (B)(6) 2006, explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37742, serial# (B)(4). Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. Extension: model 3708340, serial# (B)(4), implanted: (B)(6) 2006, explanted: na. (B)(4).

Manufacturer narrative:
Additional review determined that the event was not life-threatening. Life-threatening was incorrectly checked on the initial report.